Manufacturer narrative:
(B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that the patient underwent a total knee replacement procedure on unknown date and topical skin adhesive was used. Fourteen days following the procedure, the patient experienced a burning sensation along the incision and underwent a removal procedure of topical skin adhesive. There was a noticeable seroma on that distal portion that bled out. It was also reported that the wound had been draining constantly and no further action has been taken. Additional information has been requested.